Event description:
It was reported that the intra aortic balloon was inserted in a transplant patient and was in place for 85 days. The physician decided to exchange the intra aortic balloon due to the length of time it was in place. The replacement intra aortic balloon was inserted without difficulty, but the balloon would not inflate. The intra aortic balloon was removed and replaced without any complications.